Manufacturer narrative:
G4:17dec2020. B4:18dec2020. The service technician confirmed customer has replaced o2 fuel cell on his own. System is now working as intended. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 20jul2020.

Event description:
The customer reported low o2 (oxygen) level indication. The service technician confirmed the reported issue and located error code consistent with oxygen sensor analog to digital converter (adc) sample out of range in the significant log. The service technician is awaiting confirmation from customer of the purchase of part. The device did not have patient involvement at the time the issue was discovered, therefore, there was no patient or user harm reported.